Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the capacitor is defective. As stated on the repair statement additional malfunction on this device: short circuit in the power switch.